Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one nickel coil had migrated to the top of uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (right salpingo-oophorectomy to remove the essure device in (B)(6) 2013). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were not properly occluded hysterosalpingogram re-test was performed approximately three months later and revealed the nickel coils placed in the plaintiff¿s fallopian tubes had migrated. Specifically, one nickel coil had migrated to the top of plaintiff¿s uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one nickel coil had migrated to the top of uterus") and pelvic pain ("pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2005 to 2008. Concurrent conditions included caesarean section since (B)(6) 2010 and hernia repair since (B)(6) 2013. Concomitant products included bactrim (mortin) and cetirizine hydrochloride (zyrtec) since 2010 for multiple allergies. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("other was floating in uterus"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and menstrual disorder ("unusual periods"). The patient was treated with surgery (right salpingo-oophorectomy to remove the essure device in (B)(6) 2013) and surgery (cyst removal and bilateral salphingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, abdominal pain upper and menstrual disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were not properly occluded. Hysterosalpingogram re-test was performed approximately three months later and revealed the nickel coils placed in the plaintiff¿s fallopian tubes had migrated. Specifically, one nickel coil had migrated to the top of plaintiff¿s uterus. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and mr received, new reporter, patient demographic information, essure indication , start stop date added. New events abdominal pain, stomach pain and other was floating in uterus were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one nickel coil had migrated to the top of uterus') and pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram re-test was performed approximately three months later and revealed the nickel coils placed in the plaintiff¿s fallopian tubes had migrated. Specifically, one nickel coil had migrated to the top of plaintiff¿s uterus. Previously administered products included for an unreported indication: yasmin from 2005 to 2008. Concurrent conditions included hernia repair since (B)(6) 2013 and caesarean section since (B)(6) 2010. Concomitant products included cetirizine hydrochloride (zyrtec) since 2010 and sulfamethoxazole;trimethoprim (mortin) for multiple allergies. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("other was floating in uterus"), abdominal pain lower ("cramping"), abdominal pain upper ("stomach pain") and menstrual disorder ("unusual periods"). The patient was treated with surgery (cyst removal and bilateral salphingectomy and right salpingo-oophorectomy to remove the essure device in (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, abdominal pain upper and menstrual disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. She did not you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Essure removal date: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils were not properly occluded. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.